Manufacturer narrative:
(B)(6). Reporter¿s full name, complete mailing address, email address were not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was observed that the trigger was broken and torn off. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device overheated. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Manufacturing site name was reported as (B)(4) synthes productions (B)(4) in the initial report and the site and address have been updated accordingly.